Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported inaccurate cylinder measurements during aphakic aberrometer guided measurements for a cataract procedure. Reporter indicated the aberrometer was exchanged and the measurements were then displayed as accurate. No patient harm reported.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The field service engineer (fse) visited the customer site and evaluated the system. The fse found no problem with the system and verified the system to pass field verification. The fse replaced the processor as a preventative measure and verified the system to meet specifications prior to leaving the site. The returned processor was received and tested at the manufacturing site and found to meet specifications.. The product was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).